Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the adhesive section of the lighting lens had peeled off. Additionally, the adhesive on the distal end was found cracked as well. Scratches were noted on the up and down knob as well as the right and left knob. Scratches were also found on the insertion serpentine tube, the operation part, the switch box, the forceps stopper, and the scope connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to an unspecified forceps movement issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the lighting lens had peeled off. This report is being submitted to capture the peeling adhesive found during the device evaluation.